Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer had symptoms such as thoughts of having a heart attack, chest pain, vomiting, nausea and abdominal pain. The customer was released and placed on liquid diet due to bezoar. The customer stated that the other day her blood glucose was 432 mg/dl and within 2 hours it dropped to 32 mg/dl. The customer also had multiple no delivery alarms. The customer declined to troubleshoot for no delivery. The customer also had a low reading of 23 mg/dl. The customer declined to troubleshoot for low readings.